Manufacturer narrative:
The device was not returned for evaluation. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. According to the reporter, there was no saline solution in the lens vial. Based on the info received, it is likely that the reported event was due to a leaking lens vial. An investigation has been opened to address this issue.

Event description:
It was reported that the lens would not fold into an injector because the lens was "hard". There was no pt contact. It is to be noted that the inserter used during this event was not a b&l recommended inserter for the lens.